Event description:
The customer reported that the system was down and would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The wire connectors on the smart switch board and the power distribution board were reseated. The system was then found to be operating as intended.